Event description:
It was reported to boston scientific corporation that during preparation for a percutaneous nephrostolithotomy procedure (pcnl) using a flexiva 200 laser fiber, the laser technician reported that the tip of the fiber was broken when he removed the fiber from the package. There was no damage to the outside of the package reported. The procedure was completed with another flexiva 200 fiber without complications to the patient, who is reportedly fine post procedure.